Event description:
It was reported that the device was used during a thoracoscopic lung resection. It was reported by the rep that the blade on the ez45g instrument would not advance and staples would not form. Another instrument was opened and used to complete the case. There was no pt consequence.